Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an open heart procedure, this right atrial (ra) lead insulation was damaged. Which resulted in undersensing and pacing not being delivered when required. The physician abandoned the old ra lead surgically and placed a new one. No additional adverse patient effects were reported.